Event description:
Implant placed 9/4/1997, 4 months after extraction and bone grafting. Implant was removed 4/16/1998 due to extreme pain when healing abutment was placed and lack of integration (connective tissue in interface). One person affected.